Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. : device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels. Reportedly, the contact stated that the suspected cause of the bgs was due to the customer having a cold and the customer's ratios being off; however, the contact did not provide what was meant by the ratios being off. The customer consumed food to treat low bgs. Subsequently, the contact was unable to provide further information regarding the event date, specific bg values, and the method used to address the customer's elevated bgs.